Manufacturer narrative:
Event site postal code: (B)(6). The initial reporter named in is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product was returned with the membrane loosely unfolded and blood on the exterior of the catheter. The one-way valve was returned attached to a broken syringe. One kink was found on the catheter tubing near the y-fitting at approximately 71.12cm from the iab tip. No other defects were observed. The returned condition of the product indicates that the reported problem resulted from a condition the evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00222, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.